Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device seal damaged and a very small pieces of rubber found in abdomen. The abdomen was examined no additional foreign objects found. There was no patient injury.